Manufacturer narrative:
This report is filed march 2, 2016. Implanted device remains.

Event description:
Per the clinic, the patient's surgeon inadvertently left the surgical stylet insitu during initial implantation. Subsequently, revision surgery was performed (date not reported) and the stylet was removed. The implanted device remains.